Manufacturer narrative:
(B)(4) visual examination of the returned product identified the spring appears to be broken, causing the device to not function correctly. There are signs of general wear and tear, but no other damage noticed to the part. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the spring of the instrument appears to be broken. This event is related to malfunction that could potentially lead to serious injury. Attempts have been made and no further information has been provided.